Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) via the manufacturer representative regarding an event that occurred post-op a plif procedure on l5-s1 in a patient diagnosed with stenosis. It was reported that the cage backed out during hospitalization. A revision surgery was performed to remove the cage and 3 screws on right l5, left and right s1 were replaced and autograft was implanted. There was no malfunction on the product. Explanted cage was handed over to the customer and will not be returned. Health damage was reported in the patient.